Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the scope evaluation has not yet begun. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) provided a reprocessing in-service at the user facility on april 6, 2017. The ess found that the user facility was using a non-olympus us endoscopy brush and not using a suction cleaning adapter after brushing the scope as recommended in the olympus reprocessing instruction manual. Based on the ess findings, the cause of the reported event is likely attributed to insufficient maintenance/reprocessing of the scope. The reprocessing instruction manual provides caution and warning statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿

Event description:
Olympus was informed that after reprocessing, the scope¿s culture tested positive for klebsiella oxytoca and streptococcus salivarius. The scope was then ethylene oxide (eto) sterilized. There are no reported patient infections. It was further reported that pre-cleaning is performed immediately after use. The scope channels are brushed using a non-olympus us endoscopy brush (ref# (B)(4)). The scope is leak tested using an unspecified leak tester. A non-olympus medivators dsd-201 automated endoscope reprocessor (aer) machine is used for high level disinfection. No problems noted on the aer machine and the machine receives a preventative maintenance every six months. The scope is stored in a scope cabinet.

Manufacturer narrative:
The scope was returned to olympus for evaluation. A boroscope was used to inspect the internal channels of the scope. The biopsy channel was found with scratches, dark debris, and a brownish stain. The suction channel was found with stains on the suction cylinder port. In addition, dents and scratches were found on the distal end cover. Scratches were also noted on the forceps raiser. The scope was serviced and returned to the user facility. Based on the device evaluation results, the cause of the reported event is likely attributed to improper maintenance of the device. The reprocessing instruction manual provides several warning and caution statements in an effort to prevent cross contamination. ¿an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. All disinfection methods (whether performed manually or by an automated endoscope reprocessor), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope. All channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿